Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown after it was unplugged from the ac outlet, the batteries dropped from full to low battery in less than one minute. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative replaced the batteries. As a precautionary measure, the power supply was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.